Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 5) occurred during the load process. Reportedly, the customer had followed the prompts during the load sequence. In addition, it was reported that a cartridge alarm (alarm 31). The customer's blood glucose level was 180 mg/dl. Customer reverted to manual injections for insulin therapy.